Event description:
The user facility reported the following: "one of our pts in picu came in with respiratory distress and low sp02 on the masimo (sp02 always <90%). Her pa02, sp02, f02hb, methb and cohb measured by our blood gas machine were always within acceptable ranges. We tried reading a sp02 on multiple limbs, foreheads and ear; we tried the "blue" cardiac probe, and the rainbow probe (on the rainbow probe her methb reading the high 40's). We tested other members of the pt's family and found her father, uncle, and two siblings all read sp02 in the 80's. They do not show any signs of chronic hypoxia." Additional info was provided by the customer on (B)(6) 2014 that the pt has a family history of an uncle in (B)(6) with a similar presentation and the "cheverly hb" diagnosis. The pt's genetic testing is currently pending.

Manufacturer narrative:
Multiple attempts for product return and additional info requests were made. However, the sensor was not made available to masimo to allow an analysis to be performed. If and when info becomes available or once the sensor is returned and an eval is performed, a follow up report will be submitted. Info was made available to masimo that the pt was discharged with no further issues.